Event description:
It was reported that the lead impedance was low and that there was no capture when in bipolar configuration. It was further reported that the lead polarity was changed to unipolar and that the lead impedance is varying and the patient is experiencing muscle stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.